Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the pressure solenoid valve, which resolved the reported issue. The unit passed all tests and calibrations per the service manual. (B)(4).

Event description:
It was reported that during patient use, the ventilator generated a device alert. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.